Event description:
New information received notes that there were no patient consequences.

Event description:
It was reported that patient's right ventricular lead exhibited capture issue. The lead was capped and replaced on (B)(6) 2023. The patient's status was unknown.

Event description:
New information received notes that the lead exhibited loss of capture and high impedance.